Manufacturer narrative:
Device lot number is unknown as it was not provided device expiration date is unknown as lot number was not provided UDI number is unknown is unknown as lot number was not provided the patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. Device manufacturer date is unknown as lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that surgeon created a channel for insertion of inlay device without problem on patient¿s right eye. Then he continued to create a flap on the same eye but suction was lost during the raster pattern. Suction was reapplied and flap creation attempted again. Suction was lost for the second time during the raster. Surgeon aborted the case and will treat at a later date. The inlay was placed successfully. Pre-implant uncorrected visual (ucva) was 20/63 and his best corrected visual acuity (bcva) was 20/16 post of day 1 due to the inlay insertion patient has some distance vision. Uncorrected visual acuity is 20/20-1. Surgeon reported that it appears there is no degradation in his vision with the aborted flap. An application support manager for the intralase laser was present during the event and told the surgeon that the use of the ifs to create a channel and then a flap for lasik on the same eye was an off-label use of the device.